Event description:
Complainant alleges improper manufacturing of an orthotic device (the custom made device does not fit properly). Complainant paid approx $350 for device and the MFR allegedly refuses to admit faulty workmanship and give a refund. Complainant is a diabetic.